Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on the front of his chest and on his back from the lifevest rubbing. The patient's home health nurse prescribed an anti-fungal powder to help with the rash. During a follow up, the patient reported a fungus cream was also being put on the area. The patient reported that the irritation was healing. There is no allegation that a device malfunction caused or contributed to the reported irritation.